Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months.  The patient remains ongoing with the device. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic on (B)(6) 2017 with redness and drainage from the driveline exit site. On (B)(6) 2017, the driveline site had cultured positive for staphylococcus aureus. The patient was referred to infectious disease specialist. Additional information was requested, but not provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.